Event description:
It was reported that there were telemetry issues and an implantable neurostimulator (ins) overdischarge was suspected. The patient was unsure when the overdischarge started. The patient also felt stimulation yesterday even though the ins was in overdischarge. There was also new pain that was radiating down his leg and it might have been related to his neuropathy. He was also feeling pain at the pocket site. The patient was unsure when this started. They were going to meet with the doctor today to sort out the situation and pull the ins out of overdischarge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).